Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The right atrial (ra) lead exhibited intermittent undersensing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 3058 urinary stim ipg and 3889-28 urinary stim lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.